Manufacturer narrative:
Based on the information provided the cause of the alleged postoperative complications cannot be determined. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. The information provided is limited at this time. Should additional information be provided, this report will be updated. Remains implanted.

Event description:
It was reported that the patient was implanted with a bard/davol flat mesh for the repair of pelvic prolapse of the intestines. Since the placement of the mesh it is alleged that the patient has been disabled due to chronic pain and inflammation. In 2018 it is reported that the patient underwent a partial explant of the mesh however, as reported the complications are becoming "more and more serious and a complete removal is necessary."

Manufacturer narrative:
Based on the information provided the cause of the alleged postoperative complications cannot be determined. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. The information provided is limited at this time. Should additional information be provided, this report will be updated. This is an addendum to the initial emdr to document additional information provided (dates of implant and revision). As stated by the contact she was unable to obtain the lot number. Device remains implanted.

Event description:
It was reported that the patient was implanted with a bard/davol flat mesh for the repair of pelvic prolapse of the intestines. Since the placement of the mesh it is alleged that the patient has been disabled due to chronic pain and inflammation. In 2018 it is reported that the patient underwent a partial explant of the mesh however, as reported the complications are becoming "more and more serious and a complete removal is necessary."